Manufacturer narrative:
Instrument b: batch # c5fu9y; expiration date 08/29/2011; MFR date: 09/29/2006; evaluation summary: the analysis results found that the tsw35 device was returned in good conditions and with a fully loaded with staples cartridge (a) present. In addition another cartridge (b) was received partially fired and was noted to have a wedge band bypass as the right side was 1/8 fired and the left side was fully fired. The cartridge lockout was found normal. The cartridge deck was found damaged, the damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band will bypass the sled, as stated in the IFU "if resistance is felt, stop and replace the cartridge" the returned device was tested for functionally with the returned cartridge (a) and it fired, cut and formed all staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap. Radical nephrectomy procedure, the device did not fire across the renal artery. Converted to open to complete the case with no patient consequence.